Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation (iol) surgery, upon advancing the leading haptic flipped in the cartridge. Additional information was received stating that there was no patient contact. During loading, the leading haptic kinked and flipped lens in the cartridge.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6., and h.11. The product was returned for analysis. The reported complaint was confirmed. The device was received in a blister tray inside the carton. The plunger is fully advanced to mid nozzle. Solution is dried in the device. No damage observed. The iol (intraocular lens) is advanced to mid nozzle. The trailing haptic and the optic appear to be in the correct position for advancement. The leading haptic is misfolded behind the optic. We are unable to determine the root cause for the reported complaint "upon advancing the leading haptic flipped in the cartridge". The leading haptic was observed to be misfolded behind the optic. Misfolding of the haptic event can occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (more than 23 degree celsius / 73-degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).